Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction; ¿ it is possible that the compressive buckling of the needle tube has prevented fluid from being delivered to the target tissue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the single use injector unable to inject liquid into the target tissue. There was no patient involvement.